Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information indicates that the lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had an allergy. Additional information received from the field representative indicates that the patient also had sepsis. It was determined that the patient was allergic to the suture used for closing the pocket of the device. There were no additional adverse patient effects reported. The rv lead was explanted.